Event description:
On (B)(6) 2012, the patient contacted animas stating that after he went swimming, the keypad buttons were unresponsive on the pump. It was noted that there was water in the pump's display screen, but no corrosion or water was noted anywhere else in the pump. The patient denied damage to the keypad or pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No keypad defects were found on investigation. The complaint regarding the keypad buttons could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed a display lens leak and internal moisture on the pcb and internal components.